Manufacturer narrative:
The investigation is in process. When the investigation is complete, a supplemental MDR will be submitted accordingly.

Event description:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected loosening of their 13x120mm straight cemented segmental stem. During the revision surgery, the patient's proximal femoral replacement system was revised to a total femoral replacement system. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
The patient underwent a revision surgery on (B)(6) 2023 due to a suspected loosening of their 13x120mm straight cemented segmental stem. During the revision surgery, the patient's proximal femoral replacement system was revised to a total femoral replacement system.during the revision surgery, the patient's cemented straight segmental stem was explanted and stem extension cemented, tibial baseplate tapered screw, tibial baseplate, tibial polyspacer, tibial hinge with rotational stop, distal femur axial pin, distal femur, two (2) male-female midsections, and male-male midsection were implanted. A review of the work order and sterilization batch release record for the product involved found no indication that the implant loosening was a result of a manufacturing or sterilization nonconformance. The eleos complaint history record was reviewed, which found three previous complaints for cemented segmental stem loosenings. Therefore, a complaint trend was not identified. The root cause for the cemented segmental stem loosening could not be determined. Based upon the review of the device history records and sterilization records, the investigation concluded that the root cause of the cemented segmental stem loosening was not related to the design, manufacturing, and/or sterilization of the components.